Event description:
It was reported that the physician had trouble with the licox ip2p (kit containing the ip2 (double lumen bolt) and cc1p1 (combined oxygen and temperature catheter). According to the physician, there have been many instances over the last 1-2 years of inconsistent readings by the licox monitor. The readings have varied per pt and from time of the malfunction, either at the time the catheter had been inserted to having the monitor in place for a few days. The inconsistency seems to be more in the "pbo2" numbers than the temperature readings. The oxygen numbers were mostly low when the pt really had no reason to have a low number (all things had been optimized: hgb, fio2). Recently, the sales rep had observed problems with the way the customer was inserting the oxygen/temperature catheter. Also, it was noted that the customer had been using a codman icp catheter and codman monitor to measure icp along with integra's cc1p1 catheter and licox monitor when using the ip2p.

Manufacturer narrative:
The product was not returned or investigation. Thus the root cause of the reported incident could not be determined. The device history record DHR review of the affected combined cc1 p1 (combined oxygen and temperature catheter) was not possible since the serial number of the catheter was not provided. However a device history record review was performed with respect to the cc1 p1 probes which were included in p2 p kits with lot numbers 180711 and 230611. No anomalies had been detected. All of the cc1 p1 catheters fulfilled the manufacturers internal acceptance criteria. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes. Pursuant to 21 cfr 803 24 neither the filing of this medical device report nor the information contained herein shall be construed as an admission or acknowledgement that the information submitted to integra lifesciences holding corporation or any of its subsidiaries is valid or that the device caused or contributed in any way to a death or serious injury.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.